Event description:
The leads were pns (off-label use).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2015-08045. The patient received two 3166 model leads with the same lot number. It was reported effective therapy was never established after the previous revision. As a result, surgical intervention may be undertaken, explanting and replacing the leads. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.